Event description:
A report was received that the patient's ipg was not holding its charge. The patient had a non-device related fall in which the ipg was hit multiple times. The stimulation is no longer helping the patient's pain. The patient gets electrocuted when the ipg is turned on. The patient will undergo an ipg replacement procedure. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to feel a shocking sensation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing a shocking sensation was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling was unknown. Device exhibited normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device exhibited normal telemetry functions.

Event description:
A report was received that the patient¿s ipg was not holding its charge. The patient had a non-device related fall in which the ipg was hit multiple times. The stimulation is no longer helping the patient¿s pain. The patient gets electrocuted when the ipg is turned on. The patient will undergo an ipg replacement procedure. No further information is available at this time.

Manufacturer narrative:
A good faith effort was made to obtain additional information if the planned procedure will proceed with no success.